Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. Ate testing was performed and the device was normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16508, 2017865-2019-16509. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.